Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: free style libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site with symptoms including swelling, soreness, abscess formation, and purulent drainage observed upon removal. The patient sought medical attention on (B)(6) 2026 at a diabetes clinic, where no formal diagnosis was provided, and was advised to use a barrier spray (cavilon) and chlorhexidine skin wash (hibiscrub); blood glucose levels reached 22 mmol/l (396 mg/dl). It was further reported that the patient required medical intervention for a separate event, during which similar symptoms of infection and abscess formation were noted at the insertion site, and the patient was treated with antibiotics (flucloxacillin) prescribed by a pharmacist; no additional diagnosis or clinical details were provided. This case relates to the first event on (B)(6) 2026. The second event was captured in (B)(4). No further information was provided.